Manufacturer narrative:
Result of investigation: the investigation revealed that the defect was probably caused by material fatigue due to the long period of use (since 2016). The mechanical stress or damage to the shaft then caused the article to fail due to material fatigue. The instructions for use emphasize the need for a visual inspection before each use. To avoid future incidents, regular inspections of the instruments should be carried out. Therefore, the most probable root cause is material fatigue and user error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that: a turbt procedure was done. All off a sudden a plastic piece was visible on the screen inside the bladder, which turned out to be a broken piece of the resectoscope inner sheet. With a biopsy grasper urology consultant eventually managed to safely remove it from the patient. No information about patient injury and no negative impact in state of health reported.